Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was implanted in the patient; product analysis will not be performed. The information provided is not enough to determine a causal relationship with the pipeline flex. Based on the reported information, there is no evidence suggesting that the device was defective. The cause of the event could not be conclusively determined from the provided information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a patient experienced a subarachnoid hemorrhage (sah) after pipeline flex implantation. The pipeline flex had been implanted in the treatment of a cerebral aneurysm; the location and dimensions of the aneurysm are not available. There were reportedly no device issues during implantation. Approximately one year post-implantation, the patient experienced a subarachnoid hemorrhage. Location of the sah is not available. It is not known whether the patient received any medical or surgical intervention. The patient passed away two days later.